Event description:
An IV needle was difficult to withdraw through the closed system. It is supposed to slide out without tension or difficulty and was noted to "feel like it is catching on something or the spring is broken". This has been happening for about 2 weeks and nurses have been discarding the defective pieces. The manager was made aware of this problem and brought a device to risk management. The device is described as being "very difficult to slide the needle through the closed system".